Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure. The customer complaint of keypad dome issue was confirmed during the service repair process. There was no reported patient injury. The device is used for therapeutic purposes. H11:g4.

Manufacturer narrative:
The customer complaint of keypad dome issue was confirmed. The proximate cause of the keypad dome issue was determined to be due to a design issue caused by the lack of dome tape when assembling the front case keypad. The proximate cause of the iui component damage was reported to be due to corrosion caused by wear. The proximate cause of the rear case component damage was reported to be due to wear. The proximate cause of the power cord issue was determined to be due to customer damage.

Event description:
The device had multiple component issues.